Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The mitraclip xtr device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One xtr clip was implanted. The next ntr clip was implanted; however, approximately 10 minutes post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The xtr clip delivery system (cds) was advanced in an attempt to stabilize the slda clip. During deployment, the lock line was unable to be removed. The clip was able to be deployed and the cds was removed over the lock line. The lock line was then able to be removed. After removal, a knot was noted in the lock line. Three clips were implanted, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.